Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic system exhibited phacoemulsification (phaco) power poor or none. System messages (sm) were displayed. Procedure details and patient impact have not been provided. Additional information has been requested. Additional information received clarified that procedure was vitrectomy. The surgery was completed with no patient harm.

Manufacturer narrative:
Product problem code 1211 has been removed. The initial decision to report was incorrect resulting in the initial report being submitted in error. This event is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. The manufacturer internal reference number is: (B)(4).